Manufacturer narrative:
Based on available information, our medical determination is that this complaint would be coded as an ae 'respiratory distress' as the complaint reported mentioned that the pt had 'ventilation difficulty' for a moment. The ae resulted from an 'air leak' in the device and it is deemed serious as a compromise in ventilation occurring during a surgical operation has the potential for serious consequences for a pt if not promptly addressed by trained medical personnel. From a clinical perspective, a causal relationship between the endotracheal tubes - airway management and this event is deemed possible because the product use is temporarily associated with the occurrence of the event. An analysis on the returned sample provided was tested and did not perform to our requirement. However, this complaint issue has been investigated previously and documented in the CAPA system. Reported to the FDA on 05/21/2013.

Event description:
Complaint received as follows: "there was air leak from the inflation line. It was found after use. The pt faced ventilation difficulty for a moment, but operation was over without any problems."